Manufacturer narrative:
The event of gel bleed and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and silicone migration.

Event description:
Patient reported right side"patient did inuspherese (blood washing and filtering) and as you can see the silicone is visible. The most interesting thing is that none of implants were ruptured. This is further evidence of silicon bleeding". Device status is unknown.